Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT A DECOMPRESSION AND LAMINECTOMY AT T9 TO T10, DURING WHICH ELECTROCAUTERY WAS USED. THE DEVICE WAS DAMAGED DURING THE PROCEDURE, RESULTING IN THE REMOTE BEING UNABLE TO PAIR WITH THE IMPLANTABLE PULSE GENERATOR (IPG). THE PATIENT WAS SUBSEQUENTLY SCHEDULED FOR AN IPG REVISION PROCEDURE.

Event description:
It was reported that the patient underwent a decompression and laminectomy at T9 to T10, during which electrocautery was used. The device was damaged during the procedure, resulting in the remote being unable to pair with the Implantable Pulse Generator (IPG). The patient was subsequently scheduled for an IPG revision procedure.Additional information was received indicating that the patient underwent an IPG revision procedure and was doing well postoperatively. The explanted device will not be returned by the medical facility.

Manufacturer narrative:
Investigation ResultsThe device was not returned for analysis; therefore, a technical analysis could not be performed. Device History RecordIt was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Investigation ConclusionBased on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Adverse Event Related to Procedure.